Manufacturer narrative:
Device investigation narrative - device was evaluated by quality engineering. One device was returned for evaluation. T1 has been pushed back over the dimple. T2 has been advanced forward from its normal pre-deployment location. Root cause was not determined. (B)(4).

Event description:
It was reported that during a knee scope meniscus repair the ultra fast-fix implants did not deploy. A competitor's device was required to complete the procedure. No implant components were left in the patient unsupported. No patient injury or impact was reported. It was reported that there was no delay in the procedure.